Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, that the patient experienced a skin reaction at the back of the right arm. Sensor was inserted into the arm on (B)(6) 2016 the patient's mother reported the reaction, and described it as itchy, red, blisters, raw, weeping skin, tender, and had layers of skin removed. Affected area was treated with flonase prescribed on (B)(6) 2016. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. It was reported that the patient worn sensor beyond seven days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.

Manufacturer narrative:
(B)(4)

Event description:
Photographs were provided which confirmed the skin reaction. A root cause could not be determined.